Event description:
Pt has experienced hyperglycemia of up to 370 mg/dl since (B)(6) 2012. He has changed the accessories and delivered insulin via the infusion device but this was not successful in lowering blood glucose. He then delivered insulin via pen and this was successful. The basal rates are programmed correctly in the infusion device. Pt's normal blood glucose is 100-120 mg/dl, and he did not have an infection or start new medication. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.